Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-testing and repair it was observed that the motor device had a "loose set of screws, low rotations per minute (rpm) and an oil leak from lever". The device was not used in surgery as the alleged defects were observed during pre-testing. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported conditions were not confirmed. The device passed all visual and functional assessments. Therefore, the assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Correction: the device evaluation result was corrected from the reported condition not confirmed to confirmed. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported conditions were duplicated and confirmed. The assignable root cause was determined to be due to device being worn due to normal wear and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.